Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
It was reported that the touchscreen was out of calibration during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician also identified that the oxygen concentration was out of specification. The service technician replaced the touchscreen and the flow sensor assembly and the problems were resolved.